Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a capsular tear occurred in the left eye, following the laser-assisted portion of the cataract surgery. According to the surgeon, the laser portion was uneventful, and the capsule tore as the surgeon began to remove the cortex, during irrigation and aspiration. A vitrectomy was performed and a three piece sulcus lens was implanted. The event resolved with the treatment. No further information is expected. In the opinion of the surgeon, the complex nature of the laser system may increase the probability of a surgeon experiencing a capsular tear.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).